Event description:
Customer returned their orthopat machine to haemonetics (B)(4) 2010 without calling for a return authorization. No injury or reaction was reported.

Manufacturer narrative:
Customer returned their orthopat machine to haemonetics (B)(4), 2010 without calling for a return authorization. No injury or reaction was reported. Eval of the returned device confirmed the machine experienced a blood spill. Issue caused damage to various components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).